Manufacturer narrative:
Follow-up received on 06-jun-2016 - quality-safety evaluation: ptc global number: (B)(4). Lot number c68791. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of catheter and/or micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available the results of the batch investigation a product quality defect could not be confirmed but is considered plausible. However, no medical events were reported at this point in time, therefore the assessment of a relationship of medical events with a quality defect is not applicable. A batch investigation with respect to similar ae cases is also not applicable, since no medical events were reported. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this solicited medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure two delivery catheters of two essure pairs broke into hysteroscope's sheath. Bilateral insertion was performed with another device. This event, interpreted as device breakage, is non-serious and was considered anticipated upon receipt of the product technical analysis. The device breakage in this case occurred during the insertion procedure, therefore causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical complaint investigation a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Follow-up information was received on 05-feb-2016: health authority reference number was received: (B)(4). Company causality comment: this solicited medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure two delivery catheters of two essure pairs broke into hysteroscope's sheath. Bilateral insertion was performed with another device. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. The device breakage in this case occurred during the insertion procedure, therefore causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4) (study description: essure® generic reimbursement program) and had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c68791. Two delivery catheters of two essure pairs broke into bettochi hysteroscope's sheath, damaging essure device. One essure insert broke during insertion. The events occurred before and during insertion. The instructions in the IFU were followed. Broken pieces were not retrieved. Device was not available. Bilateral insertion was performed with another device. Company causality comment this solicited medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure two delivery catheters of two essure pairs broke into hysteroscope's sheath. Bilateral insertion was performed with another device. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. The device breakage in this case occurred during the insertion procedure, therefore causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.